Event description:
It was reported that the patient had been hospitalized with high blood glucose levels. The patient reports they had been vomiting. The patient reports the pod failed to adhere and the cannula had become dislodged from the pod infusion site (leg). In addition the patients pod was leaking during wear. Once at the hospital the patient was treated with insulin. The patient was in the hospital for 5 days.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported high blood glucose levels and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g7.